Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.50x20mm promus element¿ plus drug-eluting stent was implanted to treat the lesion. However, post stent deployment, a dissection was noted at the distal edge of the stent. Subsequently, a promus premier stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.